Event description:
A report was received that the patient's stimulation was causing him pain. The patient was receiving inadequate pain relief. The patient underwent an explant procedure. The patient chose to be explanted and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm, model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.